Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the IV shield falls off and a clean needle stick injury occurred. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the np shield of the straight needle was unscrewed and the IV shield was loosen and the IV needle automatically fell off, it fell directly on the blood collection teacher¿s hand and caused bleeding. There have been many teacher encountered this situation. The client said that it had happened a week ago and the hand was pricked more than once. At first, it was considered that the straight needle had not been used and the prick was just pain and not a danger. However, it happened frequently during this period. This time it encountered this situation and expressed dissatisfaction and asked for a reasonable explanation. The incident is very urgent. It hope to find the cause and give an answer as soon as possible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the IV shield falls off and a clean needle stick injury occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the np shield of the straight needle was unscrewed and the IV shield was loosen and the IV needle automatically fell off, it fell directly on the blood collection teacher¿s hand and caused bleeding. There have been many teacher encountered this situation. The client said that it had happened a week ago and the hand was pricked more than once. At first, it was considered that the straight needle had not been used and the prick was just pain and not a danger. However, it happened frequently during this period. This time it encountered this situation and expressed dissatisfaction and asked for a reasonable explanation. The incident is very urgent. It hope to find the cause and give an answer as soon as possible.